Manufacturer narrative:
D4 - unique identifer (UDI)# (B)(4). Should be added to the inital MDR. Claim # (B)(4).

Manufacturer narrative:
D4: corrected to: serial#: (B)(6) in the initial MDR. D4: corrected to: unique identifier (UDI)#: n/a. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue in a microcentrifuge vial. Visual inspection found optic deformed and haptic bent/deformed to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.5/1.5/092 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a same model, same size lens due to lens rotation not associated with low vault. Reportedly, "the first lens was implanted at ccq 23." The problem was resolved. Cause of the event is unknown.